Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb) and the covidien customer support engineer (cse) uploaded the operation software. Unit failed the performance verification test (pvt) oxygen flow test during cse evaluation; the customer will complete the repair and device evaluation. Covidien was not authorized to repair the unit.